Event description:
Device 2 of 2. Reference MFR report #1627487-2012-00561. It was reported the pt was admitted to ICU a day after implant. The pt reportedly remained in the hospital and in a rehabilitation facility until (B)(6) 2012. During the convalescence, the pt reportedly contracted (B)(6) and pneumonia. The pt reports she is currently confined to a wheelchair and has a feeding tube. She continues to use the scs system. On (B)(6) 2012 st. Jude medical, neuromodulation div., sent field action letters to the pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.